Event description:
Same case as MFR #: 2134265-2012-07345. Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent delivery system was unable to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Pre-dilation was performed followed with the successful deployment of a 3.5x20mm promus element coronary drug-eluting stent. The 2.75x20mm promus element was advanced, but was unable to cross the lesion. When attempting to reinsert the 2.75x20mm promus element, the 3.5x20mm promus element became "mildly" deformed. The procedure was completed successfully with another of the same device. It was further noted that "no issue was found when physician confirmed with ivus." There were no patient complications reported and the patient's status is good. Additional information was requested and is not available. However, device analysis revealed the stent was damaged.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual examination of the returned device revealed various kinks along the length of the shaft with a severe kink located at the exchange port. There were several struts bunched up distally on the proximal end of the crimped stent. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).